Event description:
Patient presented to hospital ed with a diagnosis of pulmonary embolism. Inferior vena cava filter was inserted. A few days later patient coded and died. On autopsy, the filter was found to have migrated to the right atrium and was caught in the tricuspid valve.